Manufacturer narrative:
Investigation confirmed flow sensor operated as expected causing a bubble alarm. Sensor was determined to have not yet been calibrated, so sensor was returned for calibration.

Event description:
User reported erroneous bubble detection. There was no patient harm; however, spectrum medical considers this event to be reportable.